Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a comment on social media stated, "erosion, chronic pain, and debilitating illness = mesh." When reaching out for more information, the person refused to give more information. It is unknown if an injury has occurred related to coloplast mesh, or if this is a general statement about all mesh.